Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 insulin pump alarmed pump error 63 and pump error 53. Device alarmed pump error 63 during self test and pump trace download confirmed the pump alarmed pump error 63 variable 3 on (B)(6) 2021 22:15:06.000. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Device successfully downloaded to thus. Device passed the displacement test. The electronic assemblies were inspected and no anomalies noted. The formatted history file confirmed the pump alarmed pump error 53 alarm line number 1375 file number 188 on (B)(6) 2021 21:35:32.000 due to software error (esf2489246). The following were noted during visual inspection: scratched case, scratched lcd window, cracked belt clip rails, broken trace, the p-cap/reservoir does lock properly. Confirmed pump error 63 due to broken trace at u1 pin 1 on the keypad assembly and confirmed pump error 53 due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected and hardware low level failures. Troubleshooting was performed. The customer stated they were able to clear the alarm and were able to complete the rewind process but pump errors occurred again. No other insulin pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.